Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the readings were inaccurate and drifted. Midway through the cardiopulmonary bypass, the temperature measurement and display on the monitor was reading higher than the temperature measured by the arterial blood temperature probe of the oxygenator. The monitor displayed 40-42 degrees celsius, whereas the oxygenator temperature probe was reading 35 degrees celsius. This discrepancy remained throughout the cardiopulmonary bypass. Likewise, the potassium measurement on the monitor read 8.0 and the actual potassium level (via analyzer) was 5.5. The user did not treat the values of the monitor and they remained inaccurate for the remainder of the cardiopulmonary bypass. A stat whole blood lab analyzer was used as their guide to manage and treat the pt. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.